Event description:
Per the physician, the patient was explanted due to a mrsa infection. The patient was explanted (date not reported). Reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device is not available for analysis. This report is filed (B)(6), 2010.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of fungal peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with fungal peritonitis manifested by abdominal pain and cloudy effluent. On the same date, the patient was hospitalized and dianeal therapy was ongoing. The patient was treated with an unknown antibiotic therapy. On (B)(6) 2010, the patient was discharged from the hospital and was moved to hemodialysis, therefore dianeal therapy was withdrawn. It was not reported whether the fungal peritonitis resolved. The reporting nurse stated that the fungal peritonitis was unrelated to the dianeal pd4 unknown therapy but was related to "relapse" due to a poor environment.